Manufacturer narrative:
Insulin pump received with missing segments due to a crakced and bleeding lcd glass. Unable to perform functional testing due to the missing segment. A cracked reservoir tube lip and scratched lcd window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported hospitalization due to vehicular accident. Customer does not remember the blood glucose level. The current blood glucose level is 189 mg/dl. Customer was driving at the time of accident. The insulin pump has cosmetic damage. The insulin pump will be replaced. Nothing further reported.